Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 8mm force bipolar instrument was not able to clamp down. The instrument was unable to be removed from the port until the trocar was removed. The force bipolar instrument was noted to have parts out of place when compared to same instrument side-by-side. The procedure was completed with no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the instrument and cannula were removed together because the wrist was not moving at all. The port incisions were not increased in order to remove the instrument and cannula together. Prior to use, the instrument looked normal. The surgeon used it a couple of times before it stopped working. The instrument did not collide with any other instrument. The instrument jaws were not stuck in a closed position. Only the picture of the serial number was provided.

Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
The force bipolar instrument was analyzed and found to have one bent grip at the grip base. The grips did not show cracking damage. This caused the instrument not to clamp down. Components adjacent to this bent grip showed no damage. Additional finding unrelated to the reported complaint: the instrument was found with a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.